Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler logs associated with this event was performed and the following additional information was provided: logs show the sureform 60 stapler was installed on the system 1 time and fired 1 black reload. On the only install, the system failed to detect the reload color, and the user manually selected the black reload color via the user interface on the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with no pauses for compression. The following unclamp was incomplete. A force unclamping was then attempted and was successful. Logs showed 1 instance of an error code representing the unclamping failure. At the same time, the e-stop was pressed by a user and recovered from a recoverable fault, represented by error codes. There were no additional relevant errors in the logs. A review of the image associated with this event was performed and the following additional information was provided: the image shows the distal end of a sureform 60 stapler with a black reload installed. It appears that the blade is exposed towards the distal end, however all staples appear to have been deployed in that area, indicating a completed fire. A staple is observed lodged around the blade where it has stopped, likely preventing retraction into the reload.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, while using a sureform 60 stapler instrument with a black sureform 60 reload, the blade only partially cut the tissue, causing it to be pushed forward and scrunched rather than properly stapling and cutting. This issue occurred following a similar incident with a sureform 60 stapler instrument and a green sureform 60 reload. There was no bleeding as a result of the incident, and the issue was resolved using a third-party endo gia stapler instrument. A drain was preventatively placed, and the procedure was successfully completed robotically. Additional information has been requested; however, no response has been received. Note: refer to medwatch report (MDR) with MFR report # 2955842-2025-38432 for MDR submission of the adverse event/malfunction related to using a sureform 60 stapler instrument with a green sureform 60 reload, the blade only partially cut the tissue, causing it to be pushed forward and scrunched rather than properly stapling and cutting.

Manufacturer narrative:
Updated sections: d4, d9, h2, h3, h4, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the black sureform 60 reload for failure analysis (fa) evaluation. Log review confirmed that the stapler reload was not involved in a firing failure. Visual inspection found the stapler reload knife, was exposed within the knife track near the distal end. This position does not correspond to the firing completion percentage, indicated in the procedure logs. Further inspection revealed there was a staple lodged ahead of the blade¿s stopping point, which could prevent the blade from completing its full firing trajectory. Additionally, both the cartridge and the knife exhibited signs of damage. A piece of the cartridge was also found wedged in front of the exposed knife, causing it to jam. After removing the cartridge piece, the knife was inspected and found to be damaged, with mechanical indentations observed on the stapler reload blade. The stapler reload cover was removed and the shuttle was pulled forward, allowing access to the knife. Further damage to the blade was confirmed upon inspection. Isi received the sureform 60 stapler instrument for fa evaluation. The log findings were not replicated. The stapler instrument was tested in-house, and passed initialization, clamping, firing, and unclamping. It successfully fired a black sureform 60 reload, and the cutline appeared smooth and consistent; with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Additionally, visual inspection of the stapler instrument found the snake wrist cable loose from its original position and appearing hanging at the proximal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: a2, h2, h11. Additional information: no additional tissue removal was required and the patient did not experience any post-operative complications. Patient has a bmi of 40.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2 and h11. Additional information: the previous stapler instrument failure analysis (fa) was associated with a sureform 60 black reload. The stapler instrument fa detailed below, is associated with a sureform 60 green reload. Intuitive surgical inc. (Isi) received the sureform 60 green reload for fa evaluation. The stapler reload was found with the knife exposed within the knife track near the distal end. Log review confirmed that the stapler reload was not involved in any firing failures. Additionally, the stapler reload blade exhibited mechanical indentations. The stapler reload cover was removed, and the shuttle was pulled forward to allow access to the knife. Visual inspection confirmed damage to the blade; however, no damage to the cartridge was observed. Isi received the sureform 60 stapler instrument (lot number: k10250410-0319) for fa evaluation. It was installed onto an in-house system and fired on test foam using an in-house sureform 60 white reload. The stapler instrument operated successfully, resulting in a smooth and consistent staple line with no jagged edges or tearing observed. All staples were fully deployed and properly formed into the b-shape. Review of the logs indicated no errors. Additionally, a loose snake wrist cable was noted at the proximal and distal ends of the stapler instrument. The wrist cover was opened for further inspection, and no broken cables were identified. There were no engagement failures recorded in the logs, and the stapler instrument passed the engagement test during in-house evaluation. Inspection of the clamping pulley revealed no damage.

Event description:
Refer to h11 for follow-up information.